Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 70-80% stenosed, straight target lesion was located in the mildly calcified left anterior descending (lad) artery. The lesion was predilated with a quantum maverick 2.75x12mm balloon and a quantum maverick 3.5x8mm balloon. A 32x2.75mm omega stent delivery system (sds) was advanced to the lesion and the stent was deployed at 10atms without difficulty. A 2.75x12mm quantum maverick balloon was advanced for post dilatation. Post deployment, it was noted that the stent foreshortened by 4-5mm. Follow up indicate that the stent accordioned. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).